Event description:
The pt was having chemotherapy through the port and it started leaking into the soft tissue. The port had to be removed and replaced by another port. Reason for use: right breast cancer stage ii-a.